Event description:
It was reported that low draw or underfill was found while using the unspecified vacutainer blood collection tubes the following information was provided by the initial reporter: when using the tube, it found that the tube has low or no draw issue

Manufacturer narrative:
H.6. Investigation: bd had not received samples or photos for investigation. Therefore, twenty (20) retention samples from bd inventory were evaluated by functional testing and no issues were observed relating to draw volume as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Bd was not able to identify a root cause for the indicated failure mode. H3 other text : see h.10

Manufacturer narrative:
Additional information was received, the following fields have been updated. B.5. Describe event or problem: it was reported that low draw or underfill was found while using the bd vacutainer® sst¿ ii advance plus blood collection tubes. The following information was provided by the initial reporter: when using the tube, it found that the tube has low or no draw issue. D1: brand name: bd vacutainer® sst¿ ii advance plus blood collection tubes. D2: medical device type: jka. D2: common device name: blood specimen collection device. D.3 medical device manufacturer: becton, dickinson and company (bd). D.4. Medical device catalog #: 367957, d.4. Medical device expiration date: 2021-05-31. D.4. Medical device lot#: 9336043. D.4. Unique identifier (UDI) #: (B)(4). G.1. Manufacturing location: becton, dickinson and company (bd). G.4. Date received by manufacturer: 2021-01-26. G.5. PMA / 510(k) #: 50382903679572. G.7. Type of report (manufacturers): follow-up 2. H.4. Device manufacture date: 2019-12-02.

Event description:
It was reported that low draw or underfill was found while using the bd vacutainer® sst¿ ii advance plus blood collection tubes. The following information was provided by the initial reporter: when using the tube, it found that the tube has low or no draw issue.

Manufacturer narrative:
Unknown manufacturer: (B)(4). Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that low draw or underfill was found while using the unspecified vacutainer blood collection tubes the following information was provided by the initial reporter: when using the tube, it found that the tube has low or no draw issue.